Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(4)) is experiencing a lot of stoppages. No additional information has been provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn 37007) is experiencing a lot of stoppages" was not confirmed during the archive data review or functional testing. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. During visual inspection, the front enclosure was observed to be cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristic of user mishandling. The front enclosure will be replaced to address the issue. No errors or any significant discrepancy was found in the archive review. The autopulse platform passed the initial functional test without any fault or error. The customer reported complaint was not reproduced during the functional testing. Zoll is awaiting customer approval for service repair.